Manufacturer narrative:
The insulin pump was received with intermittent esc, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during testing. Motor passed motor test. Rewind functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer also reported that the down arrow button was unresponsive. The customer's blood glucose was 127 mg/dl at the time of incident. The customer was assisted in performing rewind and the customer stated that they were able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped or bumped prior to the event. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.